Event description:
Reporter alleged obtaining a discrepant blood glucose result of 15mg/dl back to back with a result of 109 mg/dl on a pt using the inform system when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that the strips could have possibly been under dosed during the back to back testing. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for one of three suspect devices. Reference medwatch reports with a1 pt for the other suspect devices used.